Event description:
It was reported that on (B)(6) 2023, a 8mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio intravascular delivery system. During procedure, the occluder had a cobra deformation inside the body. The deformed device was never released from the delivery cable while inside the patient. The device had no problems during preparation. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 8mm amplatzer septal occluder was chosen and implanted. There was no health impact has been reported.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.